Event description:
It was reported that the device was near eri prematurely. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pt underwent a revision surgery of an roi-c vertebridge interbody fusion construct at c3-c4. Preliminary investigation to date indicates that during the original surgery, the surgeon followed the surgical technique, however, the surgeon reported having difficulty impacting one of the anchoring plates. The surgeon placed an anterior cervical plate placed over the roi-c construct and completed surgery. It has been noted internally that a large anchoring was used with an h6mm cage contrary to the documented surgical technique for roi-c. Immediately post-op, the pt had adverse neurological symptoms (no movement of extremities) and the entire roi-c construct and cervical plate were removed and replaced with a second c3-c4 allograft fusion with plate. To date, the pt status is limited movement of legs and no movement of arms. Investigation into this event is on-going.

Manufacturer narrative:
Analysis confirmed the premature battery depletion in the laboratory. A longevity calculation indicated that the battery voltage was lower than expected based on the available programmed parameters. Testing observed no high current drain and the power consumption was measured and found to be normal. During implant, the current drain was slightly high and that would account for the premature battery depletion. The cause of the high current was undetermined and could not be reproduced in the laboratory.